Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain during drain 4 of 4. A review of the patient¿s treatment records identified that the patient drained 3698 ml during drain 4 of the treatment. This drain volume is 185% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In follow up, the patient's pd nurse verified that the patient did not have any harm, intervention or adverse event due to the overfill. The patient was able to do manual treatments in the absence of a cycler. The patient got a new cycler. The complaint cycler is available to return as a sample.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain during drain 4 of 4. A review of the patient¿s treatment records identified that the patient drained 3698 ml during drain 4 of the treatment. This drain volume is 185% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In follow up, the patient's pd nurse verified that the patient did not have any harm, intervention or adverse event due to the overfill. The patient was able to do manual treatments in the absence of a cycler. The patient got a new cycler. The complaint cycler is available to return as a sample.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed.teach pumps test passed. An (as received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient encountered a large drain during drain 4 of 4. A review of the patient¿s treatment records identified that the patient drained 3698 ml during drain 4 of the treatment. This drain volume is 185% of the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In follow up, the patient's pd nurse verified that the patient did not have any harm, intervention or adverse event due to the overfill. The patient was able to do manual treatments in the absence of a cycler. The patient got a new cycler. The complaint cycler is available to return as a sample.